Event description:
It was reported that a failed calibration was experienced.

Manufacturer narrative:
The device was returned. The customer's problem was not duplicated, during the investigation. The unit was able to calibrated, and the sensor output passed pressure testing. A cracked battery compartment was noted, during the visual inspection. No repair was needed for the dso sensor; the cracked battery compartment was replaced. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: the brand name was incorrect, in the initial report. (Updated d1) the catalog number was incorrect, in the initial report.

Event description:
Additional information received on 27may2022 via email and attached to complaint object: all issues with these pumps were found during testing and repair at our facility. No patient involvement.